Event description:
The pt slipped and fell. Since that time she had some issues with not feeling stimulation in the same area and the stimulation was weak compared to what it used to be. X-rays (date not reported) did not indicate lead migration. Impedances did not suggest an open circuit. The stimulator was reprogrammed with no success. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.